Manufacturer narrative:
A2, age at date of event, corrected data: initial report inadvertently submitted with the incorrect patient age and date of birth. B6, relevant tests/laboratory data, including dates, corrected data: initial report inadvertently submitted without relevant data. D4, suspect medical device, corrected data: initial report inadvertently submitted with the incorrect suspect medical device. D6a, date of implant, corrected data: initial report inadvertently submitted with the incorrect date of implant. E1, initial reporter, corrected data: initial report inadvertently submitted with the incorrect initial reporter address and phone number. H6, adverse event product codes, corrected data: initial report inadvertently submitted with the incorrect type of investigation and investigation findings codes.

Event description:
It was further reported that the patient was hospitalized for pneumonia 3 weeks prior to (B)(6) 2025. The patient has completed antibiotic treatment. The patient reported increased seizures again. The patient's generator was explanted prophylactically.

Event description:
The patient reported that she was experiencing an increase in seizures. The patient believes the device may be depleted, but this is unconfirmed. No other relevant information has been received to date. No surgical intervention has been reported to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's explanted device could not be confirmed to have been discarded after the surgery. Per the physician, the patient's pneumonia is not related to vns.